Event description:
It was reported by service report that the gurney is stuck in mid position. The locking pins get caught sometimes when trying to retract the legs. No pt involvement or adverse consequences are reported.